Event description:
Due to a wound healing disorder, the implant is protruding through the skin and is partially exposed. The cause of the wound healing disorder is unknown. The user requested the removal of the device and was explanted.

Manufacturer narrative:
Conclusion: the device investigation did not reveal any defects or damage present while the device was implanted. Mechanical damage observed during the investigation is attributable to the removal surgery. Based on information received from the field, the device was explanted due to extrusion through the skin, likely related to a wound healing disorder. A review of the device_s sterilization records confirmed that the device underwent a valid sterilization process. Thus, there is no evidence to suggest that the implant itself was the source of the reported issue. However, the presence of the device might have contributed to the subsequent development of the condition. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to a wound healing disorder, the implant is protruding through the skin and is partially exposed. The user requested the removal of the device. Explantation surgery has been scheduled for (B)(6) 2024.